Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a glenoid labrum repair surgery, the osteoraptor anchor broke while being implanted. Surgery was resumed with a back-up device, but it is unknown whether it caused or not a surgical delay. No further complications were reported.

Manufacturer narrative:
H10:additional information: e1: addressh3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned product found the device returned outside original packaging. The anchor has been deployed and still has the suture threads (blue/white and white) through the eye. The anchor is fractured. Both the anchor and the insertion device have debris on them. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the customer provided image finds an anchor on a towel that is deformed. The suture material is still through the suture window. Per case details, the broken anchor was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a glenoid labrum repair surgery, the osteoraptor anchor broke while being implanted. All the pieces were removed from the patient. Surgery was resumed with a back-up device in the originally drilled bone hole, without any delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4). Event description and health code updated.